Manufacturer narrative:
Device passed all functional tests including displacement, and self tests; however, hardware low level failures is confirmed in the formatted history file due to a loose connection or a cold solder joint at keypad assembly. No other unexpected audio/vibrate anomaly/absence of alarms were noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had beep anomaly. The customer's blood glucose was 5.2 mmol/l the time of incident. The customer reported that they could not hear the alarms. Customer reported that they did hear beeps when audio volume settings were saved. Customer also reported that they did not hear the differences between the two audio beep volumes 1 and 5. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device is not expected to be returned for analysis.